Manufacturer narrative:
A complete lead was returned for analysis. Visual and x-ray analysis did not find any anomalies. A sample stylet was used to perform an insertion test, the stylet could be delivered and removed successfully with no restrictions. X-ray confirmed the stylet could be fully delivered. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insertion failure was not confirmed.

Event description:
During implant, the stylet was unable to be inserted through the lead. The physician elected to use a different lead to resolve the issue. The patient was in stable condition.